Event description:
Device malfunction: none. Symptoms/ae: left sided weakness, right facial droop, and aphasia. Time of symptoms/ae: one day post-procedure. It was reported that one day post left internal carotid artery stenting, the patient experienced a transient ischemic attack (tia) with new left sided weakness, new right facial droop and aphasia. CT scan was negative. Although reported as tia the symptoms resolved in 48 hours. Hospitalization was prolonged.

Manufacturer narrative:
Study event.